Manufacturer narrative:
The tech found that grease migrated to the head drive brake drum. He cleaned the head drive brake drum to repair the bed.

Event description:
Info received indicates the head of the bed is drifting down very slowly.